Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: one controller and five batteries were returned for evaluation. Two batteries were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of three batteries revealed that the batteries passed visual inspection and functional testing. Failure analysis of one battery revealed that the battery passed functional testing. Visual inspection of another battery revealed the outer sheath of the cable assembly was damaged; the observed damage did not affect the functionality of the device. Failure analysis of a battery revealed a damaged battery connector. This observation affected the ability of the battery to properly connect to the test controller. Functional testing of the battery also revealed that the battery was unable to charge, provide power, or communicate with the test equipment. Supplemental testing revealed an open wire within the strain relief of the battery cable assembly. The cable assembly was replaced and further functional testing was performed; results of the testing revealed that the battery was unable to charge or provide power due to an enabled safety flag. This safety flag indicates that there was a communication error between the gas gauge integrated ch ip (ic) that monitors the battery and reports information to the controller and the ic that measures cell pair voltages and provides safety protection when certain conditions are met. This communication error caused the battery to trigger a safety flag and become inoperable. A reset of both integrated circuits was able to remove the flags and resulted in the battery regaining functionality. Further investigation using a representative sample revealed that the observed communication error was replicated while the battery was exposed to electrostatic discharge (esd). These are additional findings not related to the reported event. The most likely root cause of the observed safety flag event can be attributed to an esd event resulting in a communication error between the gas gauge ic that monitors the battery and reports information to the controller and the ic that measures cell pair voltages and provides safety protection when certain conditions are met. The most likely root cause of the observed damaged cable assemblies and damaged connector events can be attributed to wear and/or the handling of the devices. CAPA pr00405633 is investigating damage to power sources. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection under 10x magnification revealed hairline cracks around both power ports. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Based on an investigation conducted under CAPA pr00381374, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this CAPA is closed, the controller falls within the bounds of this CAPA. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Log file analysis also revealed five controller power ups events logged on (B)(6) 2020 at 15:49:07, (B)(6) 2020 at 21:30:07, and (B)(6) 2020 at 06:20:34, 07:23:20 and 07:28:36. Several momentary disconnections were observed leading up to several losses of power. The controller was without power for 9 seconds, 8 seconds, 10 seconds, 8 seconds, and 9 seconds, respectively. Additionally, analysis of the data log file revealed several momentary disconnections involving three batteries within the analyzed period. Analysis of the alarm log file did not reveal any power disconnect alarms within the analyzed period; however, analysis of the data log file revealed multiple instances involving three batteries, where the batteries' relative state of charge (rsoc) values were between 101-201, which is indicative of communication errors. The observed communication errors are likely related to the reported power disconnect alarms. As a result, the reported events were confirmed. There is no evidence the lubrication servicing had been performed on seven batteries were lubricated prior to release. Possible root causes of the communication error can be attributed to a momentary disconnection on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00389403 investigated momentary disconnections. Additional products: d4: (B)(6). D9: yes, return date: 05-feb-2021. H3: yes dev rtn to MFR? Yes. H6: FDA method code(s): b01, b15. H6: FDA results code(s): c19. H6: FDA conclusion code(s): d14. D4: (B)(6). D9: yes, return date: 01-jan-2021. H3: yes dev rtn to MFR? Yes. H6: FDA method code(s): b01, b15. H6: FDA results code(s): c07, c0302. H6: FDA conclusion code(s): d06, d11. D4: (B)(6). D9: yes, return date: 04-mar-2021. H3: yes dev rtn to MFR? Yes. H6: FDA method code(s): b01, b15. H6: FDA results code(s): c04. H6: FDA conclusion code(s): d02, d01. D4: (B)(6). D9: yes, return date: 26-jan-2021. H3: yes dev rtn to MFR? Yes. H6: FDA method code(s): b01, b15. H6: FDA results code(s): c07, c04. H6: FDA conclusion code(s): d11, d01. D4: (B)(6). D9: yes, return date: 23-feb-2021. H3: yes dev rtn to MFR? Yes. H6: FDA method code(s): b17, b15. H6: FDA results code(s): c19. H6: FDA conclusion code(s): d14. D4: (B)(6). D9: yes, return date: 23-feb-2021. H3: yes dev rtn to MFR? Yes. H6: FDA method code(s): b17, b15. H6: FDA results code(s): c04. H6: FDA conclusion code(s): d01, d02. D4: (B)(6). D9: yes, return date: 26-jan-2021. H3: yes dev rtn to MFR? Yes. H6: FDA method code(s): b01, b15. H6: FDA results code(s): c04. H6: FDA conclusion code(s): d02 . Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was further reported that the controller and five of the batteries were replaced.

Manufacturer narrative:
A supplemental report is being submitted for an update to b5.desc evt problem. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for an update to the product event summary and annex c , d and g codes. Product event summary: based on an investigation conducted under CAPA pr00519785, the most likely root cause of the observed safety flag resulting in the (B)(6)'s inability to charge and provide power has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. Additional products: d4: serial #: (B)(6) h6: img code(s): g02002 h6: FDA results code(s): c02 h6: FDA conclusion code(s): d01 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information received and correction to one device serial number. Additional products: battery d4: updated expiration date: 30-jun-2021/ corrected serial#: (B)(6) for (B)(6) updated UDI #: (B)(4) updated h4: mfg date: 10-jun-2020 battery (B)(6) updated d9: yes 26-jan-2021 battery (B)(6) updated d9: yes 26-jan-2021 battery (B)(6) updated d9: yes 26-jan-2021 battery (B)(6) updated d9: yes 26-jan-2021 battery (B)(6) updated d9: yes 26-jan-2021 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-jul-2018/ serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 31-jul-2017, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-jul-2018/ serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 31-jul-2017, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-jul-2018/ serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 31-jul-2017, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-aug-2018/ serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 31-aug-2017, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-aug-2018/ serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 02-aug-2017, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-oct-2019/ serial#: (B)(4), UDI #: (B)(4), evice available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 25-oct-2018, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-july-2021/ serial#: (B)(4), UDI #: (B)(4), evice available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 23-jul-2020, labeled for single use: no, (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited unexpected power loss and the batteries experienced multiple power disconnect alarms. The controller and batteries remain in use. No patient complications have been reported as a result of this event.